Event description:
It was reported that the patient just completed radiation treatment and interrogation of the device in the clinic revealed that the device had an electrical reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded a "memory test" power on reset on (B)(6) 2010 at address (B)(6). Additional parity error on (B)(6) 2010 at address (B)(6). Patient was receiving radiation therapy. Parity errors are known to occur with high probability in patients who receive radiation therapy.